Manufacturer narrative:
E1: (B)(6). The following functional tests were performed: a philips authorized service engineer who evaluated the device and found that the module and the sop2 sensor was faulty. The module and sensors were replaced to solve the problem. Based on the information available and the testing conducted, the cause of the reported problem is related to the spo2 being faulty. The reported problem was confirmed. The customer was provided with the replacement parts and the device is operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the spo2 cannot be measured- no error codes. The device was in use on patient at time of event; there was no adverse event reported.